Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00169: head. 3025141-2017-00171: stem.

Event description:
A patient had an arh slide-loc long stem, head and neck implanted. Patient was undergoing a second surgery for joint stiffness, heterotopic ossification and range of motion issues. The arh slide-loc implants appeared intact. The surgeon removed material from the joint and took down the soft tissue to restore motion. The arh slide-loc implants were unlocked and the head/neck was removed. This confirmed that the implant was stable and secured before removal. The stem was also removed. Due to the other issues, the implants were not replaced.